Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.